Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4)

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. The issue may lead to stop ventilation. Identification of issue has been done by analyzing problem description. Based on technician statement, dc/dc & standard connectors was replaced. The device's logs and claimed part were not available for further analyze. The root cause to the reported issue has not been determined.